Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staple in nose, yes(2); staples in the track, yes(21) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "device jammed" during surgery occurred due to two staples jammed in nose. Instrument was received with two staples jammed in nose and with driver adhered to track with dried body fluids. Device was cycled and fired two staples at once, one open, one well formed, then fired remaining 21 staples well formed. No conclusion could be reached as to how the staples had become jammed in nose.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.